Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedances our of range. A fracture was confirm by x-ray. This lead was successfully replaced. No additional adverse patient effects were reported.